Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed infection at abutment site and subsequently was administered injectable medication (specific type and date not reported). The implanted device remains.